Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-04412. It was reported that the patient had low voltage advisories on wall power and batteries. There was a tear on the mobile power unit cord that appeared to be cosmetic. There was also a tear in the white power cord right at the controller. Log file analysis captured some intermittent indications of a weak connection between the batteries and clips. A no external power alarm was also noted at (B)(6) 2021 at 9:20:17 where the power to the mobile power unit was briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿a tear on the mobile power unit (mpu) cord¿ was not confirmed. The reported event of low voltage alarms while connected to the mpu was confirmed via analysis of the submitted log file. The log file contained approximately 9 days of data ((B)(6) 2021 per the timestamp). Power cable disconnect and low voltage hazard alarms were active on (B)(6) 2021 from 9:21:12 to 9:21:15 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system during the loss of ac power. The pump maintained a speed above the low speed limit throughout the log file. The root cause of damage on the ¿mpu cord¿ could not be conclusively determined through this analysis. The root cause of the reported low voltage alarms while connected to the mpu was determined to be a power outage occurring at the patient¿s home, per the additional information provided. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 22oct2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard and power cable disconnect alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu, the 14v batteries, 14v battery clips, the system controller, and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the mpu and the mpu patient cable. This section indicates to obtain a patient cable replacement if the patient cable being used shows signs of damage. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a no external power alarm where the power to the mpu was briefly interrupted was due to loss of power to the patient's home. The mpu had a v-lock connector on the ac power cord.